Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl and also had received no delivery alarm. The customer's blood glucose was 143 mg/dl. He was told he had a mild heart attack since the blood was too think to get to his small vessels. He was given manual injections and intravenous drip. He stayed in the hospital for 3 days. He was released with blood glucose 360 mg/dl. He used manual injections for a while then back on to the pump. The customer experienced symptoms such as high blood glucose, vomiting and pressure on chest. The customer reports alarm occurred during manual prime. The customer was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.